Manufacturer narrative:
H.6. Investigation: two 3ml syringes in opened blister packs from batch: 9136889 (p/n: 309657) was received and evaluated. It was observed one syringe contained a partial grad scale with no number markings and one syringe contained light and smeared print. Both conditions are rejectable per product specification. Machine logs indicate there were marker issues during the manufacture of this batch. Potential root cause for the missing and light/smeared print defects are associated with the marking process. The ink flow sensor was malfunctioning preventing the proper amount of ink to be dispersed. There were also feeder rail jams that could cause a mistiming between the barrel and the marker resulting in the partial print. Adjustments were made to address the marker issues during the manufacture of this batch. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that scale marking error was found during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter. "From phone call on (B)(6) 2019, 16:46:43: lot: 9136889. Expiration date: 2024-04-30, item: 309657. Made correction on spelling of last name of emergency room nurse who called in. She was calling in from a facility stated: 1 syringe has not markings on barrel, 2 syringe marking were faded on barrel, 3 syringes in total affected., samples available to send in declined replacement, said her materials manager is taking care of it." 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "from phone call on (B)(6) 2019 16:46:43: lot: 9136889. Expiration date: 2024-04-30. Item: 309657. Made correction on spelling of last name of emergency room nurse who called in. She was calling in from a facility stated: 1 syringe has not markings on barrel. 2 syringe marking were faded on barrel. 3 syringes in total affected. Samples available to send in. Declined replacement, said her materials manager is taking care of it." 3 occurrences were reported.